Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the artis zee ceiling system. The user reported broken bolts in the display ceiling suspension mounting. The incident was not discovered during a patient procedure and there is no report of impact to the state of health of any patient or operator involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a component failure. The investigation revealed that the cause of the error was due to the preload force of the dcs mounting bolts decreasing over time. Siemens has developed a solution which has successfully completed endurance testing. The affected part has been exchanged by the local service organization and the error did not reoccur. A field safety corrective action (fsca) ax023/18/s is planned to be released in the second quarter of 2019 and will be reported to the FDA under 21 cfr part 806.